Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. Based on the available information, the root cause of inability to unlock the cap lock could not be determined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 54-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The blue lock on the catheter was unable to unlock. No other issues were noted, and the pump was in good position. No further information was reported. There was no harm reported to the patient.